Event description:
A patient reported they were unable to receive an accurate reading on their one touch ultra meter due to the meter allegedly having missing segments. The patient re-tested on a back up one touch ultra meter and received a regarding of 136 mg/dl. No treatment was reported. No further information has been reported. No serious injury.